Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8348985. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device that was returned was subjected to leakage testing; the leakage that was observed, was seen flowing out of a small cut in the extension tubing. Our engineers attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system tubing was defective. The following information was provided by the initial reporter: the nurse noticed that the y connection was missing, only partial extension tubing and the catheter end was left on the patient's hand under clamped position. The broken y connection was found beside the bed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system tubing was defective. The following information was provided by the initial reporter: the nurse noticed that the y connection was missing, only partial extension tubing and the catheter end was left on the patient's hand under clamped position. The broken y connection was found beside the bed.